Event description:
A leak was detected after product irradiation. There was a micro hole at the bottom right of the first bag. The age, sex, and weight of the donor are not available at this time. This report is being filed due to the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.